Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. No lot number provided for DHR.

Event description:
Oracle ro (B)(4) : it was reported that the micro switch is not working. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional info received via email 8-mar-2022. Event date updated ((B)(6) 2022). No patient involvement was reported. H6: event problem and evaluation codes: updated.